Manufacturer narrative:
Internal report #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 80 to 100 mg/dl. The expected non-fasting blood glucose test result range is 150 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is no known. The meter memory reviewed for test results performed (date / time not provided): the 97mg/dl fasting:no, the 51mg/dl fasting:yes, the 48mg/dl fasting:no, the 82mg/dl fasting:yes, the 169mg/dl fasting:yes.